Manufacturer narrative:
The insulin pump was received with operating currents within spec. The device passed selftest, and unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and motor test. No motor error alarms noted. The drive dupport disk was inspected and no anomaly was noted. The device was received with rattleling vibration due to vibrator motor adhesive not adhering. The device received with cracked battery tube threads. The device was received with scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 200 mg/dl. Troubleshooting was performed. The device was returned for analysis.